Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm that stopped insulin delivery. The customer's blood glucose (bg) level was in the 200s mg/dl. The customer changed the supplies to the pump and delivered a bolus of insulin. The bg level was stabilized at the time tandem customer technical support (cts) was contacted. Cts verified in the pump history that the customer received an occlusion alarm and a bolus alert. The customer declined cts's offer to troubleshoot to determine a possible cause of the occlusion.